Manufacturer narrative:
(B)(4) on (B)(6) 2015, the customer reported that a philips field service engineer (fse) reported they were unable to perform the 80 kv high and ultra hounsfield correction (hcor) calibration when upgrading their system to a software version. The fse stated that only the 80 kv large focal spot was able to be calibrated. A philips software engineer investigated the information provided and determined that the upgrade may have been performed incorrectly by using the ¿backup restore¿ tool instead of the ¿upgrade utility¿ resulting in hcor calibration failure. On 16-feb-2016 system log files and bug reports were received from philips field service for investigation. A philips engineer reviewed the files and determined that the software was uploaded correctly using the "upgrade utility". On 03-mar-2016 a philips gantry software engineering reviewed the log files and bug reports from the upgrade and calibrations and determined that the root cause of this issue is due to the value for the "radiation_length_adj1" being set to the maximum limit of 1.500000. This is resulting in a failure of limits checks done when a series is loaded. CT engineering determined this issue to be an acceptable risk. If the malfunction were to recur it would not be likely to cause or contribute to death or serious injury due to the following mitigations: the system presents the date when each calibration last passed daily qc and iq checks performed by the user are likely to identify some of the failures associated with not calibrating or failing some of the calibrations the system maintains (in some instances) the results of the previous calibration in case the last execution failed. System provides acceptance and constancy tests for the operator. Multiple design mitigations are implemented to avoid the risk of misrepresentation that might be caused by improper calibrations by service. Service personnel are trained to follow service instructions and safety checks philips engineering investigated the issue and to fix this on a failed system the following steps should be done: run load tube default so that xrt parameters coefficients are set to default values. Run fs size calibration with adjusted limit values in c:\pms\config\physics\applications\focalspotsizecalibration.xml

Manufacturer narrative:
(B)(4).

Event description:
A philips field service engineer (fse) reported they were unable to perform the 80 kv high and ultra hounsfield correction (hcor) calibration when upgrading a brilliance ict to software version 4.1.3. A fse confirmed there was no harm to a patient, operator, or bystander. The fse stated that only the 80 kv large focal spot was able to be calibrated. A philips r&d engineer reviewed the logs and determined the upgrade was performed incorrectly by using the ¿backup restore¿ tool instead of the ¿upgrade utility¿ restore calibration data.